Event description:
The issue was reported to philips because the device intermittently shuts off during a charge cycle. It was clarified via the fse that the device was only in need of a calibration and no malfunction had occurred. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device intermittently shuts off during a charge cycle. There was no report of patient involvement.